Manufacturer narrative:
Other relevant device(s) are: product ID: e nvpro-14-us, serial/lot #: (B)(4), ubd: 29-mar-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the valve-in-valve implant of this transcatheter bioprosthetic, the valve wanted to move ventricular during the first and second deployment, as a lack of intervalvular calcium was noted. No specific cause was identified for the valve going ventricular and there were no problems with the valve load or the delivery catheter. After the second recapture, the physician wanted to release the valve with (B)(6) tension, so the valve wouldn't go ventricular. During deployment the transcatheter valve started moving aortic and when the second paddle was released from the delivery catheter system (dcs), the valve dislodged above the annular plane. The valve was then snared and positioned above the sinotubular junction (stj). The second transcatheter bioprosthetic valve, was then implanted. No additional adverse patient effects were reported.